Manufacturer narrative:
No device was received by the manufacturer for review. No anomalies were identified as a part of a review of production records.

Event description:
During a procedure on (B)(6) 2026, it was reported that during the skin graft meshing utilizing a 3:1 cutting roller there were many missed cuts along the grafts. Due to the amount of missed cuts, another piece of skin had to be taken from the patient. A procedure delay of unknown length occurred due to re-cutting holes manually and retrieving more skin. Reported roller: x101866 meshex msh cutting roller c sn: (B)(6).